Event description:
It was reported a revision surgery of the polarstem due to infection. The cause is unknown.

Manufacturer narrative:
A revision surgery with a sl-plus standard stem size 6 [article no.: 75002704] was reported. The clinical/medical information given and earlier recorded complaints reveal that the complaint belongs to a case reporting 3 revision surgeries on the same hip: the 1st revision was performed over 8 years post implantation secondary to pain, metallosis, a pseudotumor and extensive bone loss. The root cause could not be determined. The 2nd revision was done only 19 days after the first revision due to infection and dislocation. The 3rd revision was due to an infected and dislocated heterotopic ossification. The sl-plus standard stem was explanted in the 2nd revision due to dislocation and infection. The dislocations may have been caused by a extremely large fluid collection and hematoma. As for the infection that was discovered was most likely hematogenous. The investigation of the clinical documentation did not reveal anything more precise. A product evaluation could not be done, due to no article was sent back. The documentation review including a batch record review and a sterilisation certificate review reveals no deviation which relates to the reported failure mode. Furthermore no other complaint exists for the reported batch number. A production or sterilisation issue is therefore not assumed. If more information will be available in the future the complaint will be reopened. At that time the root cause remains undetermined after investigation.